Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs #1225714-2014-00565 and 00566.

Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information was received which specified the patient's injury as sudden cardiac event where the patient expired on that same date.

Event description:
The plaintiff's attorney alleged that the decedent experienced unspecified injuries and subsequently expired on (B)(6) 2013 after the use of the product.